Manufacturer narrative:
The event took place outside of the united states (in (B)(6)). We don't have any details on the explants and the date of primary surgery.

Event description:
This event was a revision surgery due to infection. Additional details (including date of primary surgery and explant information) are unknown. During the revision surgery , the surgeon implanted a ø40 centered glenosphere, a ø40/+6 standard humeral cup. And screws.